Event description:
Nurse in cardiac catheterization laboratory injected "reopro" (abciximab; a tp3 inhibitor) into y-site of solution set using a metal blunt cannula in the bd twinpak instead of the plastic cannula. Nurse noted leakage coming from the injection site and the septum was turned sideways after she withdrew the metal cannula. A sample was saved and returned for evaluation. No patient injury was noted. No medical intervention was needed, other than to change the solution set. No further information is available regarding the adult patient's demographics, medical diagnosis of medical history.